Manufacturer narrative:
Device history record review was completed on the reported lot v2h072. The lot was manufactured and released in compliance with all requirements. No anomalies were found during review of the records. The sample was not returned for investigation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed and the root cause remains unknown. We will continue to follow trends for this product.

Event description:
Customer reported that when the bedside nurse was squeezing the infant heel warmer for activation, it exploded on her scrub top. No adverse effect or injury was reported.